Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The reported marker lumen blockage and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a percutaneous coronary intervention (pci) procedure. Reportedly, there was difficulty getting access to the arteriotomy and a smart needle was used. A .018" guide wire was inserted. The pci was completed. Reportedly, the proglide was inserted into the vessel and maneuvered; however, there was no blood flow coming from the marker lumen. The proglide was pulled back and the marker lumen was flushed again and another attempt was made; however, there was still no blood flow coming from the marker lumen. The device was removed and manual compression was applied. It was noted that there was not very much blood flow coming from the access site even before applying manual arterial compression so there was some concern that an occlusion, pseudoaneurysm may have occurred. Therefore, ultrasound was performed to verify and nothing unusual was noted. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.